Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported that several alarms on the bedside monitor (mx450) did not trigger on the central station. The device was in use monitoring patients. There was no report of patient or user harm.